Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open blue (can l) wire in the trunk cable. The trunk cable was cut, damaging the wire. The root cause for the open wire was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt was producing service code 204 (belt/monitor unusable).